Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
Right side implant has been explanted. And the left side there is significant heterotopic bone around the joint that the surgeon is going to remove it.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could be confirmed based on the reviewed scans. The patient, who previously received bilateral tmj implants in 2003 (t03-222), required revision surgery in 2025 due to heterotopic bone formation and complications linked to poor oral hygiene and denture non-compliance. The right implant was explanted, new right-side implants are being prepared, and removal of the left implant is planned for a future surgery; heterotopic bone formation is a known adverse effect per the device IFU. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.